Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment issue occurred. It was reported that upon opening the box containing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small it was noticed that the orange part surrounding the introducer of the valve was broken. It was a total detachment prior to use. The damage was identified during inspection of the device and prior to opening the inner package. The physician never touched it and it never touched the patient or the patient¿s sterile drape. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced with another one to continue with the case. The issue of brim cap detachment has been assessed as an MDR reportable malfunction. On 3/13/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified the ¿friction ring, white gasket, and brim cap are missing from catheter.¿ the returned condition has been reviewed and assessed as MDR reportable. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found the friction ring, white gasket, and brim cap are missing from catheter. After the visual inspection the hub it was inspected under light microscope and found the hub to be chipped off. The chipped area suggest that the hub and cap had experienced a direct impact which resulted in damage to the cap and hub. A manufacturing record evaluation (mre) was performed, and no internal action was found during the mre review. The customer complaint was confirmed. The root cause of the brim cap damage will be investigated under an internal corrective action. Manufacturer¿s ref#: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001055 number, and no non-conformances were found during the review. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detachment issue occurred. It was reported that upon opening the box containing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small it was noticed that the orange part surrounding the introducer of the valve was broken. It was a total detachment prior to use. The damage was identified during inspection of the device and prior to opening the inner package. The physician never touched it and it never touched the patient or the patient¿s sterile drape. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced with another one to continue with the case. The issue of brim cap detachment has been assessed as an MDR reportable malfunction. On (B)(6) 2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified the ¿friction ring, white gasket, and brim cap are missing from catheter.¿ the returned condition has been reviewed and assessed as MDR reportable.

Manufacturer narrative:
On 10/25/2019, it was noticed that incorrect information was reported in the 3500a supplemental MDR follow-up 1. It was reported that, "the customer complaint was confirmed. The root cause of the brim cap damage will be investigated under an internal corrective action." However, this is incorrect. The customer complaint was confirmed, however, this event is not related to the internal corrective action. Manufacturer's ref # (B)(4)